Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was not confirmed. As received the battery powered on the monitor and charged a battery. Upon further investigation, the battery connector was damaged due to the connector pin 4 being bent. The root cause of the physical damage to the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.